Event description:
On 11/12/96, two MFR reps met with 4 drs at the facility to obtain add'l info on 3 spinal abcess events. At that time, a 4th incident was reported. This report investigates the 4 incident. The info provided was not distinct to each pt involved, therefore, all of the info provided has been copied to each report. During their discussion it was revealed that all 4 pts had epidural device catheter placement and all 4 had MRI to confirm growths. It was additionally stated that all 4 pts have device catheters which stop below the granuloma and all 4 are chronic pain pts who experience great pain relief. The 4 pts are being treated as follows: one pt is rsd; one pt is being treated for a failed back; one pt is being treated for abdominal adhesions, and one pt is being treated for chronic pancreatitis. Of the 4 pts, one was cultured for infection which was staph aureus. Between the 4 pts two different types of drugs were being utilized: morphine and delandid.

Manufacturer narrative:
Review of the implant record, on 11/15/96, revealed that this device was implanted on 4/9/96 for epidural infusion of hydromorphone. In addition, on 11/20/96, the MFR was notified through its device tracking system that this device was explanted on 6/27/96 by they physician, due to the patient "developed spinal abcess as thick as the spine". A review of the device history record was performed for this device and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving these catalog numbers and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as the cause of this event. The facility will be notified of co's review of this incident. The MFR is now closing the file on this event. Section d5 the expiration date was reported as 8/28/97. The correct expiration date for this device is unk.